Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. Post-op, the patient had a scarring problem. The patient had a superficial infection treated with antibiotics. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch rbbeqm mfg date: 02/23/2021, exp date: 01/31/2023; batch qkbdrk mfg date: 09/24/2020, exp date: 08/31/2022; batch rkbatz, mfg date: 09/03/2021, exp date: 08/31/2023. In addition, a review of the batch manufacturing records for the 3 possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: sxmp1b111: lot: rkbatz; sxmp1b111: lot: qkbdrk; sxmp1b111: lot:rbbeqm. Could you indicate to which complaint this given information belongs? No information on which lot was used on which patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name? What is the procedure date? What date did the reaction occur on? What does the reaction look like and how large of an area does the reaction cover? Location of the infection: do you have any pictures of the reaction/infection? Please provide the medication name, route and dose: were there signs or symptoms of infection prior to the procedure? Were cultures performed? If yes, results? What is the most current patient status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: the diagnosis and indication for the index surgical procedure? Other relevant patient history/concomitant medications? Can you identify the product code and lot number of the product that was used? Device return status: note: event reported in 2210968-2022-03147, 2210968-2022-03148, 2210968-2022-03149 and 2210968-2022-03150. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.